Manufacturer narrative:
Reported event: an event regarding dislocation and implantation of competitor device involving a trident liner was reported. Conclusion: it was reported that the patient's left hip was revised due to recurrent dislocation of a competitor head from a stryker liner. The surgeon wanted to adjust the shell positioning. Based on the provided information it has been determined that this event is associated with an off-label application. As per IFU only stryker product are compatible with stryker component, using styker component with competitor consider as off label use of products. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocation of a competitor head from a stryker liner. The surgeon wanted to adjust the shell positioning, and revised the shell, 3 screws, liner and competitor head to another shell with mdm liner, adm/ mdm insert, and another competitor head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocation of a competitor head from a stryker liner. The surgeon wanted to adjust the shell positioning, and revised the shell, 3 screws, liner and competitor head to another shell with mdm liner, adm/mdm insert, and another competitor head. Rep confirmed that no further information will be released by the hospital or surgeon.